Manufacturer narrative:
This event was reported by the manufacturer under MDR# 3002808486-2019-01279.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to prior pulmonary embolism. Patient is alleging vena cava perforation and organ perforation (mesenteric). The patient further alleges ¿a relapse of polymyositis has occurred and the placement of the ivc filter may interfere with recovery. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries¿ and worry. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿impression: lnfrarenal ivc filter, with struts extending partially beyond the ivg lumen. No catheter fragmentation.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿a filter is present in the infrarenal ivc. The struts extend beyond the lumen wall. There is mild atherosclerosis of the abdomen and pelvis.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.